Manufacturer narrative:
Device received with blank display due to moisture damage on electronics and motor assembly. No audio or beep anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has been exposed to moisture. It was also mentioned that the customer states the insulin pump display went blank immediately after exposure to moisture. Blood glucose level was unknown at the time of the incident. No further details were provided. The insulin pump was returned for analysis.